Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had a lead replacement in april due to not getting coverage high enough in their back. Additional information was received, patient reported since replacement they are receiving stimulation in the correct area and helping with their pain but has tingling in their feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.